Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -13.50/1.0/090 (sphere/cylinder/axis) was implanted and removed for an unknown reason. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: d4- "vticm5_13.2" should be removed and "vticm5_12.6" should be added. Claim# (B)(4).